Event description:
It was reported that there was a revision surgery on (B)(6), 2015 due to patient re-breaking ankle during a fall. The ankle was broken at points above and below where the original plate was implanted. Revision surgery performed. The hardware from original surgery was removed; no hardware failure noted, parts intact at explant. The patient was revised with new parts. There was no delay in surgery. Original surgery for first broken ankle took place on (B)(6), 2014. The patient¿s status/outcome is reported as successful. This report is for three unknown 2.7mm locking screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Event date: unknown. ,this report is for three unknown 2.7mm locking screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.